Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the alleging the insulin pump was over delivery. The customer¿s blood glucose level was unknown. The customer treated with the food and juice. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the self test was passed. Troubleshooting was performed for over delivery. The device will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
To inform that the section was incorrect with the initial report. The correct information has been provided with this report.